Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl- right; reason(s) for revision: alval / soft tissue reaction; pain; metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- right, reason(s) for revision:alval / soft tissue reaction; pain; metallosis. Update rec'd 06 feb 2014 - form 57 with additional reason for revision: cup loosening; filled in all required boxes ** incorrect see additional info for correct revision reasons. Queried reasons for revision (B)(6) 2014 - infection given as reason for revision in revision 1 on surgeon form. However infection stated as reason for revision on claimsuite for revision 2 in which non-depuy products were revised and is therefore not reportable with us. Email sent to file handler. Rec'd confirmation of which reasons for revision applied to which surgery (B)(6) 2014. Revision 1 was the revision of asr products only. These components were extracted due to pain, alval, metallosis as was originally stated. The second revision occured due to infection, cup loosening and pain involving non-asr products. I have since emailed (B)(6) to ask her to delete the action activity added to this com due to my belief there was another reason for revision (component loosening). Update received: 8th may 2014 - added surgeon middle name: (B)(6) from middle initial (B)(6), added manufacturing dates, clarified details, added soft tissue damage to complaint category - resulting patient harm and added revision reason detail: s- cobalt levels 20,57 mg/l.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.